Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified.

Event description:
It was reported in medwatch report mw5181554 that x-ray imaging revealed patients lead migrated. As a result, surgical was undertaken on an unknown date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.